Event description:
The head doctor was performing a laparoscopic hysterectomy. The doctor was using monopolar current for coagulation of vessels. During the first coagulation, current came through the insulation of the scissors and caused a burn to the tissue of the uterine. The current caused harm only to the removable part of tissue. This did not cause any direct danger to the pt. The pt did not need any extra action due to incident.

Manufacturer narrative:
Microline pentax has completed the investigation. The unit was returned and inspected. The back hub had two longitudinal cracks originating at the proximal end. There is a hole penetrating the back hub with corresponding melted material around this area. The back hub failed an electrical test. The cracked back hub allowed the electrical short.